Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized due to low blood glucose of 20 mg/dl. Customer mentioned he was drinking prior to the incident. Customer would not wake up and customer's wife called 911. Customer was taken off the insulin pump for 6 weeks to make sure that he was stable. Customer will not be returning the device for analysis.